Event description:
Additional information was received stating that the vns patient's device was successfully interrogated on (B)(6) 2014 and there were no issues with the programming system at the time. The reported failure to interrogate event may have been due to emi as no issues were identified with the programming system.

Event description:
It was reported that the patient's generator was unable to be interrogated. A company representative was scheduled to go to the site and troubleshoot the device. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: additional information indicates that the suspect device is the programming wand. Operator of device; corrected data: additional information indicates that the operator of the device was the health professional.